Event description:
It was reported that a patient presented remotely via merlin.net with rising pacing impedance and rising defibrillation impedance on their right ventricular (rv) lead. No changes or intervention was performed, the rv lead will continue to be monitored. The patient condition was stable.